Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing. Time advanced properly. No unexpected audio and beep anomalies noted during testing. The insulin pump passed displacement test and pump self test. Intermittent button response on the esc button due to moisture damage on keypad traces noted during testing. The insulin pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was frozen and had a black dot on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not go completely blank when the battery was removed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.